Manufacturer narrative:
Investigation ¿ evaluation. The complaint facility, (B)(6) hospital, informed cook on (B)(6) 2021 of an incident involving an unknown zenith flex endovascular graft leg (zsle) from an unknown lot. The graft reportedly was found to have migrated distally after implantation on an unknown date. Communication with the user facility clarified that the patient was treated with a gore® excluder® iliac branch endoprosthesis (ibe). The patient reportedly experienced no additional adverse effects as a result of this incident, no additional harm was reported. Reviews of the complaint history, drawing, quality control, specifications, and instructions for use (IFU), as well as interview of personnel, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Medical imaging was unable to be provided for expert image review. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. It should be noted that this device is distributed via a one-device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev4 ¿zenith spiral-z aaa leg with the z-track introductions system,¿ provides the following information to the user related to the reported failure mode: ¿4.1 general: - additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length, (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up: - zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.3 pre-procedure measurement techniques and imaging: - lack of non-contrast CT imaging may result in failure to appreciate iliac or aortic calcification, which may preclude access or reliable device fixation and seal 4.4 device selection: - strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: - inadvertent partial deployment or migration of the endoprosthesis may require surgical removal. - inaccurate placement and/or incomplete sealing of the zenith spiral -z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. - inadequate overlap of the zenith spiral-z aaa iliac leg may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: - endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; perigraft flow; and corrosion¿ based on the available information, no device returned, and the results of the investigation, cook has determined that the likely cause of the reported event is disease progression and the short landing length for the sealing stent. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Date of event: (B)(6) 2019. An unofficial translation of a literature abstract from the meeting of japanese society for vascular surgery held from 19nov2020 to 20nov2020 has been provided at this time. Implant date: (B)(6) 2017. Concomitant product therapy date: (B)(6) 2017. Initial reporter postal code, phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported via a literature abstract at the japanese society for vascular surgery that in (B)(6) 2017, a patient required a zenith flex with spiral-z technology aaa endovascular graft iliac leg for treatment of a 51 mm abdominal aortic aneurysm (aaa). The patient's right common iliac artery (rt. Cia) measured at 23 mm while their left (lt.) Cia measured at 30 mm. At the time of implantation, the rt. Cia had expanded to 25mm but the landing zone was decided to be the common iliac artery "in order to embolize the left internal iliac artery and extend the leg to the external iliac artery, in order to preserve the right internal iliac artery". The landing length of the sealing sent was 17mm. No endoleaks occurred during the procedure and a postoperative CT scan did not identify the formation of a type 1b endoleak. In (B)(6) 2019, CT scan revealed right-sided leg migration, which was attributed to the short landing length of the sealing stent and enlargement of the rt. Cia (27mm). Consequently, the patient required a leg extension procedure in which "iliac branch endoprosthesis (ibe) was used to preserve the right internal iliac artery". As the shortest bridge device length was 10 cm and "it comes out inside" the main body, an additional leg was placed on the opposite side. It was necessary to "devise the ibe placement after evar". No other adverse effects were reported for this incident.